Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy with their scs system. Diagnostics indicated high impedance on the leads. As a result, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein patient's entire system was explanted.

Manufacturer narrative:
Updated a1 - patient identifier to (B)(6). Correction is b5 of initial report: diagnostics indicated high impedance on the lead and not leads as mentioned in initial report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.